Manufacturer narrative:
Visual examination of the returned sample revealed that it is a 9.9-inch long portion of a jackson-pratt 10mm flat drain fully perforated. The white molded lps flat drain section showed no damage. Visual inspection revealed that the clear silicone tubing broke off at approximately 1.5 inch from the drain/tubing junction area. The remainder of the clear silicone tube section was not received. Microscopic examination revealed a wavy/jagged edge at the tubing fracture site and no distortion in the adjacent portion drain, which indicates that the drain was not stretched (elongated) to failure. The characteristics of the fractured area and the absence of any tubing distortion are similar to those failures that are caused by some abrasion or scoring on the tubing surface. Another observation in the clear silicone tubing section was a puncture (not associated with the fracture site) at approximately 1.07 inch from the break site. As no lot number was provided, we were unable to trace the DHR, quality testing performed and corresponding results. The instructions for use (IFU) provides detailed information regarding precautions for using these drains: "drains or tubing should not be handled with any instruments. This can lead to tearing, warping, or weakening and subsequent breakage of the drain. To facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally or externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow, steady pressure. Excessive force may result in breakage. During placement and removal of the drain, do not nick, cut, tear or otherwise damage the drain as this may lead to breakage. Leaving the drain implanted for any period of time, which allows for tissue ingrowth around the drain and into the holes, may cause breakage on removal."

Event description:
Clear tubing broke off, and the drain portion had to be retrieved with another surgery for the patient.